Event description:
Complainant alleged that during a routine shift check by a clinician, the device's automated analyze function would not operate. Also intermittently displays message code "status 7". The complainant indicated that there was no pt involvement in the reported failure.